Event description:
The patient reported that their health care provider wanted to replace their pump in (B)(6) 2015 after a test was performed. The patient also reported that they think their pump was empty. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).